Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to complete the fill tubing process after insulin dripping was observed from the end of the tubing. Reportedly, the customer was unable to specify if any errors occurred during the time of the reported event. Additionally, no alerts or alarms were observed upon review of the pump history by tandem technical support. The customer was able to load a new cartridge successfully and resume insulin delivery. There was no impact to the customer's blood glucose level.